Manufacturer narrative:
(B)(4). Device manufacture date: december 4, 2015 ¿ december 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused solution. This event occurred during use. The reporter stated that after 24 hours, over half of the infusor's contents remained. The device was filled with 5000 mg of ceftazidime ((B)(4)) in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.